Event description:
It was reported that during an anterior cruciate ligament procedure, the blade broke at the mount. It was also reported that there were no pieces left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The manufacturing records for the blade subject to this MDR were reviewed. No issues were identified which may have contributed to this alleged event. Upon visual inspection of the returned blade, it was confirmed that the blade was broken at the mount. The blade was measured where possible and critical specifications were met. The investigation results indicate that the blade breakage was most likely caused by excessive force.